Event description:
Customer reported the sensor gave a glucose reading of 40 mg/dl while her blood glucose was 120 mg/dl, causing the customer's insulin pump to go into threshold suspend. Customer advised to call when the issues occur so that troubleshooting could be performed. The customer declined troubleshooting, stating she would monitor the issue and call back if it occurs again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 2032227-2014-67385.